Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported high blood glucose levels. Her blood glucose was 500 mg/dl. She stated she felt hot. She had eaten a bagel and scrambled eggs for breakfast. She treated with fifty units of insulin from the device. Customer declined troubleshooting because she felt she was high due to stress and not due to the device. Customer called back the next day stating her blood glucose was still high. She called her doctor who increased her basal rates and advised her to call the help line. Customer's blood glucose was unknown at the time, but she was feeling a little tired and shaky. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. Customer was advised monitor his blood glucose closely.